Manufacturer narrative:
Requests have been made for the return of the product. Investigation pending.

Event description:
On 03/04/2008 the sales representative reported a driver malfunction during a posterior lateral fusion revision. The surgeon was trying to remove the multiple pathfinder screws. Additional information received on 03/04/2008 via telephone, the sales representative reported that the revision surgery was performed due to patient pain and pseudoarthrosis. Six pathfinder screws were explanted and the patient was re-instrumented with incompass screws. A surgical delay of ten minutes occurred due to issues with the drivers bending.